Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the ht bmw universal ii guide wire failed to cross due to resistance with the anatomy. The guide wire was removed; however, some black coating was found on the physician¿s glove post removal from the patient anatomy. It cannot be confirmed that no material was left in the patient. The procedure was successfully completed with a new ht bmw universal ii guide wire. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional were conducted on the returned device. The reported delamination issue was not confirmed. The reported difficulty to advance was not completed due to reported resistance with the anatomy. The noted damage to the shaping ribbon is likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported peeling and delamination issue. The reported difficulties to advance are likely due to interactions with the anatomy. The investigation cannot confirm the foreign material left in patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.na